Event description:
On august 31, 2009, the lay user/pt contacted lifescan (lfs), alleging that her one touch ultra meter was displaying a battery indicator. The medical surveillance specialist (mss) spoke with the pt on september 14, 2009, and obtained the following info. The pt reported that the alleged issue began approximately 2 weeks prior to contacting lfs. The pt confirmed that she manages her diabetes by taking a set dose of lantus insulin at bedtime (35 units) and a set dose of humulin insulin in the morning (20 units) and before dinner (25 units). As result of not being able to test with the subject meter, the pt claimed she took a decreased amount of her humulin insulin both in the morning and evening because she did not know what her blood glucose was running. A couple of days after the issue started, the pt claimed she developed symptoms of extreme thirst and hunger. After developing the symptoms, the pt reported that she tested on another device (friend's meter) and obtained blood glucose readings of "385 and 400 mg/dl." In response to the symptoms and elevated results, the pt stated that she then took an increased dose of humulin insulin and symptoms the began to subside. At the time of troubleshooting, the customer care advocate (cca) noted that the pt did not replace the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because, the pt claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.